Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system's host computer was unable to boot, preventing a full system boot. During troubleshooting, the fse identified that the host pc was not completing its startup process. To resolve the issue, the fse removed the host pc from the cabinet, replaced the bios battery, reseated the memory slot and the host pc os disk. After completing these steps, the fse reassembled the pc, mounted it back into the cabinet, and performed multiple power cycles successfully. After that, the system was restored to normal operation and returned to use in good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.